Manufacturer narrative:
Valve returned dry with no difficulty to flush air or water. The alleged failure couldn't be duplicated. The valve behavior is normal. The DHR indicates the conformity of the valve during the final acceptance checkings. The instruction for use joint with each sophysa medical device set out specific precaution noting to avoid testing device before implantation. So no corrective action will be done.

Event description:
On september 2004, this sm8 sophy adjustable pressure valve was tested before implantation. In order to confirm the shunt patency, the neurosurgeon tried to inject water without result. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the pt due to the valve occlusion.